Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on november 16, 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6) at (B)(6) hospital in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2016 again performed by dr. (B)(6) at (B)(6) in (B)(6). The patient had a second scheduled retrieval procedure on or about (B)(6) 2016 performed by dr. (B)(6) at (B)(6) in (B)(6). Both physicians were unable to retrieve the filter due to tilt, migration, and perforation. Argon¿s attorneys are attempting to gather additional information.